Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 369 mg/dl. Customer experienced nausea, vomiting, abdominal pain, difficulty breathing and they treated their high blood glucose levels via manual injection. Customer was admitted into (B)(6) on (B)(6) 2018. Customer experienced an infection in addition to the high blood glucose levels. Customer advised they were hospitalized (B)(6) 2018 in addition to (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test due to unresponsive button. No button error alarm during testing.